Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal visual inspections were performed and found no issues. Temperature verification testing was performed and the device passed. Volumetric accuracy testing was performed on the device and it failed. The piston foam was removed and replace with lab piston foam and the device passed this test. When the original piston foam was reinstalled, the device failed the volumetric accuracy test again. An inspection was performed on the piston and the piston foam. The inspection found the piston foam to be disintegrated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the disintegrated piston foams. The piston foams were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.